Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that the transmitter was malfunctioning; the continuous glucose monitoring session was started and the user waiting two hours to insert the requested calibration per procedure. However, the blood glucose value entered would not be retained and the system requested it again. The transmitter was replaced to the user by the distributor. There was no allegation of an adverse event. This complaint is being reported the transmitter allegedly failed, which could result in injury and/or require medical intervention.